Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information identified in the manufacture's data base indication the patient died approximately one month post the implant of the replacement implantable pulse generator. Cause of death will be requested.